Manufacturer narrative:
Patient involvement is currently unknown.

Event description:
The customer reported error code " proximal pressure sensor auto zero failed." Patient involvement is currently unknown.

Manufacturer narrative:
G5:510(k)#: k102985. B4:03aug2021. The field service engineer (fse) confirmed the reported failure and replaced the gas delivery subsystem (gds) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
B4:12aug2021. The unit was being setup; there was no delay of therapy.

Manufacturer narrative:
The gas delivery system (gds) assembly was received for testing by failure investigation (fi) and found contamination inside the sol (2). The solenoid was replaced in the test ventilator, and standard testing was performed. The gds passed all tests. The contamination inside the solenoid (2) created the error code 110b-proximal pressure sensor auto zero failed.